Event description:
It was reported that, "liner and head were removed. New 32mm liner and head implanted."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info was requested. If it becomes available, the eval summary will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2010-00808.